Event description:
A user facility in the (B)(6) reported that a white particle appeared in the eye at the beginning of the chop phase. No sculpt phase was used as patient underwent femto laser surgery. There was no patient impact reported.

Manufacturer narrative:
The device has been requested, but not yet received. The manufacturing and sterilization records were reviewed and found to be acceptable. The investigation is ongoing.

Manufacturer narrative:
Correction, for clarity after being included in the last follow up report for this incident. One collection cassette with tubing was returned in a plastic bag. The original packaging was not received. The part number and lot number cannot be verified. The assembly is dirty with fluid in the collection cassette and tubing. The fluid was drained from the cassette and tubing onto a micron filter. The fluid was vacuumed off in an attempt to trap any possible particulates. Microscopic examination of the filter found one white particle and multiple globs of organic matter that are beige in color. The filter was sent to the lab for particulate analysis. However, the technician who requested the test failed to mention that the particle to be analyzed is "white". Therefore, the lab analyzed both the white particle and the beige organic matter, as it was not clear which was to be analyzed. The lab report indicates that an energy-dispersive spectrometer (eds) equipped scanning electron microscope(sem) was used for analysis, which indicates that it consists primarily of calcium, lesser concentrations of carbon, phosphorus, oxygen, chlorine, sodium and potassium. This is consistent with calcium phosphate, organic material and saline residue. However the size of the particulate prohibited further characterization. A second beige particle was returned and an eds equip sem analysis of the returned beige particle indicates it consists primarily of carbon, calcium, chlorine and sodium. Lesser concentrations of oxygen, potassium, sulfur and phosphorus were detected. It is consistent with organic material, saline residue and mineral deposits. The size of the particulate prohibited further characterization. The source of both particles are unknown and could not be determined. The investigation is complete.

Manufacturer narrative:
Per the product evaluation one opened bl5114 cassette and tubing was returned with a plastic bag taped across the tray inside a larger plastic bag. No other contents were returned. The reported lot could not be verified since the tyvek label was not returned. Inspection showed the cassette and tubing was dirty and used, with dried and wet solution throughout. There are no visible defects on the cassette or tubing. The complaint states there was fm / particulate. Under a microscopic/camera investigation the particulate appears white / gray in color with a crystalline consistency. The particulate feels hard when grasped with tweezers. The particulate will be sent to a lab for further evaluation using shipping form bl12201. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. The investigation is ongoing.